Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at 53.2cm distal to the strain relief. This kink is consistent with excessive force having been applied to the shaft. An examination of the crimped stent found that the stent was pulled distally on balloon. As a result, the proximal edge of the stent was located at 1mm distal to the distal edge of the proximal markerband. The distal edge of the stent was positioned over the distal markerband. The stent was still secured on the balloon and was not free moving. There was no visible damage to the stent struts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a stenting treatment procedure the stent dislodged. The lesion being treated was located in the proximal right coronary artery. Using a non-bsc guide wire, the physician advanced the 24 x 4.00mm liberte stent delivery system. Upon reaching the entry port of the catheter the stent was noted to be dislodged. The procedure was completed with another device. No patient complications were reported and patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure the stent dislodged. The lesion being treated was located in the proximal right coronary artery. Using a non-bsc guide wire, the physician advanced the 24 x 4.00mm liberté stent delivery system. Upon reaching the entry port of the catheter the stent was noted to be dislodged. The procedure was completed with another device. No patient complications were reported and patient¿s status is stable.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).